Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "did not meet volumetric pass criteria." Was reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed m2/m3 springs when disassembling the door pressure parts. The pressure plate travel requires readjustment and the m2/m3 springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the volumetric test. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.